Event description:
Ppf alleges metal wear and elevated metal ions. Latest laboratory results for metal ions are below 7 ng/ml, no new results were provided.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added b5 and h6 (patient and device code) correted d4 (expiration date),no expiration date noted on sticker sheets.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain. Update jan 23, 2017:litigation received. In addition to what was previously reported, litigation alleges elevated ion levels and metal debris, and difficulty ambulating. Update sep 12, 2017: legal medical records received. After review of the medical records for the MDR reportability, it was stated that the patient was revised to address metallosis. Revision notes reported gray discoloration and hypertrophic soft tissue. MRI showed a mild right trochanteric bursitis. Laboratory results for metal ions are below 7 ng/ml. Updated complainant information. This complaint was updated on oct 3, 2017.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4) added: (date of birth), (expiration date), (patient)

Event description:
Update sep 12, 2017: legal medical records received. After review of the medical records for the MDR reportability, it was stated that the patient was revised to address metallosis. Revision notes reported gray discoloration and hypertrophic soft tissue. MRI showed a mild right trochanteric bursitis. Laboratory results for metal ions are below 7 ng/ml. Updated complainant information. This complaint was updated on oct 3, 2017.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Patient was revised to address pain.